Event description:
It was reported the patient presented for an in-clinic device check. A capture threshold test was performed, and no loss of capture was observed on the electrocardiogram transmitted from the link module. This resulted in a pacing pause longer than desired and the patient reported feeling dizzy. The threshold test was concluded, and normal pacing function resumed. The patient was stable.